Event description:
A female pt had originally complained of back pain and presented with an abdominal aortic aneurysm measuring approx 5.0 cm in diameter. Due to the initial complaint of the pt, the physician proceeded to size the pt for a cook zenith stent graft. Although the proximal neck measured 28-29, no thrombus or calcification was noted and the physician felt that the 32mm cook zenith device would provide adequate oversizing. There was nothing to note about the anatomy; slightly larger orifice of the left renal artery, the l1 was on the shorter side and the physician chose to use a 74mm length main body graft as opposed to the 88mm length. In this procedure in 2005, one main body graft and two iliac leg grafts were placed. On the final angiogram no endoleaks or complications were noted. One month follow-up CT was performed on the following month, and there was no evidence of endoleak, migration, or any complications were noted and the aneurysm remained at 5.0cm. A 6-month follow-up CT in early 2006 showed no evidence of endoleak, migration, or complications and the aneurysm remained at 5.0cm. The pt began to complaint of back pains and on nine days later, and angio was performed and again there was no evidence of endoleak or migration. On the following month, a CT was performed and there was now evidence of something starting to happen -whether it was felt by the surgeon and interventional radiologist that this could be an inflammatory reaction/aortitis and the pt was given antibiotics. With that, there was no change to the graft in terms of migration or endoleak noted and that the sac size of the aneurysm remained unchanged. Another CT was performed on four days later, and the presence of something going on was clearly evident although again there was no change to the graft in terms of migration or endoleak noted and the sac size of the aneurysm remained unchanged. On the following month, another CT was performed and after the inflammatory response, the neck diameter markedly increased. A kub was performed (as the pt still complained of back pain) and this showed that there was no change present in the location of the graft. On nine months later, another CT was performed and there was an increase in the neck size to now 5.1x4.2 cm and another kub was performed. The kub demonstrated that there was some migration to the cook zenith endograft. In between this study and the most current study of 2008, there was significant migration to the zenith stent graft- approx one vertebral body, however, the aneurysm itself did not grow or shrink in size and remained stable at 5.0 cm. There was also flow through the migrated graft even though it had basically fallen into itself.

Manufacturer narrative:
Evaluation: still under investigation.